Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two episodes showing oversensing of noise on the ventricular channel, with some pacing inhibition observed. The noise appeared to be from an external source but this was not confirmed. An email was sent to the clinic recommending further review. Additional information was received. The patient recalled being in the hospital at the time of the episodes, but could not remember any specific procedures. As the event was isolated and appeared to be external, no changes were made to the device programming. The patient continues to be monitored remotely and with in-clinic follow ups. No adverse patient effects were reported. The device remains implanted and in service.